Event description:
It was reported that during a robotic sleeve gastrectomy, the surgeon fired six cartridges in the following order; first and second firings were black and firings three through six were gold. Peri-strip buttressing was used on all firings. The spleen was inadvertently nicked and there was bleeding. Surgicel was used to address the bleeding. The surgeon stressed concern about the thickness of the peri-strip not being consistent. No intra-op staple line issues. Leak test was done and was negative (passed). The patient was discharged. The timeline from the patient being rushed to the emergency room is unknown. The patient expired in the ER and it was reported to the sales representative that the patient passed away due to ¿massive leak.¿ it is unknown if an autopsy was done. Bmi is unknown. Patient¿s gender is unknown. No device or reloads returning as they were discarded after the initial procedure.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records. During a call on (B)(6) 2014 with the surgeon, account risk manager, chief operating officer, and sales rep., the surgeon stated that the patient¿s bmi was mid 40¿s with no risk factors that predisposed her for leaks, no previous surgeries and was not on steroids. No issues were noticed at time of operation. The surgeon stated that the device was fired by the surgical pa. The pa had been performing these firings in the hospital for approximately 100 cases without issue. Cartridges used were two black to start with peri-strips and completed with gold. Post-op day one, the patient was discharged. The surgery was on monday and the following saturday the patient was found deceased at home. The patient was brought to the ER where the site of leak was not identified but it was mentioned that the cause of death was peritonitis. Dr. (B)(6) advised the medical examiner was not specific as to the area of the leak. Dr. (B)(6) also mentioned the possibility of inconsistent thickness within the peri-strip buttress and he plans to evaluate seamguard in the near future.